Event description:
In 1991 patient underwent right hip replacement. In 2001, x-rays revealed liner had disassociated from shell and two locking tabs on shell had fractured. 2 months later hip was revised where acetabular liner, acetabular shell and femoral head were all removed and replaced using zimmer trilogy longebity crosslinked acetabular liner, trilogy acetabular shell and zimmer femoral head.